Event description:
It was reported that during implant, impedance was out of range on the device but measured valid on analyzer through the leads. A new device was used and impedance measured fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, grommet damaged.